Event description:
The device is an operating room table used in orthopedic surgery. The pt's head is restrained by a strap that goes across the chin. During surgery the strap slipped down below the chin and was across the neck for most of the procedure. The tightness of the strap caused edema of the face and neck, abrasions to the neck, and compression injury to the nerves in the tongue and right ear. It is not known at this time whether the nerve damage will be permanent.